Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right atrial (ra) lead and right ventricular (rv) lead both exhibited gradually rising/high thresholds and rising/high pacing impedance. In addition, the ra lead exhibited possible undersensing during atrial tachycardia (at)/ atrial fibrillation (af) and monitored ventricular tachycardia (vt) episodes. It was further noted the p-waves were low. Both the ra lead and rv lead were capped and replaced. No patient complications have been reported as a result of this event.